Event description:
It was reported that the surgeon inserted an aa4203tl silicone plate lens with toric optic and the lens tore upon insertion. The lens was removed without enlarging the incision and a suture closed the wound.

Manufacturer narrative:
Evaluation - results - visual inspection of the returned product showed that the lens was torn into pieces and piece of both haptics was torn off and missing. There was a clear surgical residue on the lens. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.